Event description:
It was reported that when the surgeon received the plastic bag containing the bone cement by using the pean forceps from a nurse, some powder came out from the bag. Though there was evidence indicating most likely a crack would have been created by the instrument, the surgeon suspects that the plastic bag was torn from the beginning. Different bone cement was used to complete surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.